Manufacturer narrative:
Evaluation found that the inner thread crest is damage and the upper surface of the thread is worn. This can be attributed to extra load applied by the setscrew. The head surface is worn and presents notches due to explantation maneuvers. The damage of the fas and an unbroken setscrew confirms the suspicion from the surgeon of setscrew mis-positioned (cross-threaded).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent lumbar fixation at l4-l5-s1 with fixed angle screws. A few days after surgery, the patient started to complain about back and leg pain. X-ray images showed that the left s1 screw was loose, and possibly, according to the surgeon, mispositioned. 14 days post op the patient underwent a revision surgery to replace the loose screw.